Manufacturer narrative:
The insulin pump was received with scratched display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, cracked case near belt clip rail corner, scratched case, cracked case(battery tube), missing reservoir tube retainer and missing reservoir tube o-ring. Unable to perform displacement test or lock reservoir in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on ring. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.